Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed a replacement of the universal surgical manipulator (usm) 3 to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32101 32096 errors were found indicating high-side switch error. Error points to +48v to motor on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32101 error was triggered indicating fault on the aca, replicating the reported event. The unit was then installed onto a pftp where friction test were found to be failing on the yaw axis. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that the yaw and pitch motor modules were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported repeated error 32101. Tse checked the logs and error was verified. Tse asked the customer to reboot the system with an emergency power off but problem was still present. The customer was unable to use the davinci system because the prostate operation could not be performed with only three arms. The procedure was aborted with no reported injury.